Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: on an unknown date, the vario case was observed to have discoloration. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional info: (B)(4). Device history record review: manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to a device marketed in the USA. The examination showed that traces of corrosion formed on different holding sheets. There are spots from detergent that can be seen on the surface. The visible traces can be easily removed mechanically. Thus, we can clearly see that this deals with a deposit of contact corrosion. In regards to the formation of rust, it can be said in general that all materials, also so called stainless steel, are only conditionally resistant to rust. The resistance to rust only apples if the material is stored dry and does not come in contact with other metallic objects. All metallic contact under moist or wet conditions creates electrolytic reactions with contact corrosion as a result.